Event description:
The customer reported lower-than-expected dil-hcg recovery for quality control and patient results between reagent pipettors #1 and #2 involving the access total bhcg assay used in conjunction with the unicel dxi 600 access immunoassay system. Quality control (qc) data from reagent pipettor #2 were occasionally out-of-range low or near 2 standard deviations (sds) low, while results from reagent pipettor #1 were within range. The customer performed a 10-patient sample correlation between both reagent pipettors and observed a 17% to 35% low bias. The customer stated 106 dil-hcg patient results were retested on an alternate unicel dxi system and noted a majority of the results were discrepantly higher upon retest. The initial result was released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customer indicated quality control (qc) passed within specifications for both pipettors. Calibrations passed with acceptable relative light units (rlus) and percent coefficient of variation (%cv).

Manufacturer narrative:
There is no indication the access total bhcg device was returned for evaluation. Service was not dispatched as the customer did not question system performance at the time of this event. No system issues were reported. In conclusion, a definitive cause of the incident could not be determined with the available information.